Manufacturer narrative:
There was no button error alarm noted. Intermittent button response was found due to moisture damage keypad traces. There were minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 75mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.